Event description:
It was reported that this pacemaker was explanted due to an unknown product experience. This device was successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to an unknown product experience. This device was successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this time, this pacemaker was already returned to boston scientific for further analysis.

Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. At this time, no further information is available. Should additional information become available this report will be updated.